Manufacturer narrative:
H4: the lot was manufactured from march 02, 2023 - march 03, 2023. H10: the device was received for evaluation. An unaided visual inspection was performed which observed a dark hair on the outer wall of one of the finger grips inside the primary packaging, not in the fluid pathway of the product. The reported condition was verified. The cause of the condition could not be determined as the primary packaging was found opened when received; however, a potential cause is related to the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eyelash was observed inside a red rapidfill connector. This was observed when the nurse went to open the packaging. There was no patient involvement. No additional information is available.